Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer¿s blood glucose level was not adversely impacted. Tandem technical support made multiple attempts to follow up with customer. But was unable to do so.